Manufacturer narrative:
The device analysis on the explanted sc-1132 ipg serial 140958 passed the functional test and revealed no anomalies.

Event description:
A report was received that shortly after lead insertion during an implant procedure the patient experienced numbness in the leg. The patient also reported that approximately one month later that the numbness had increased and was also experiencing some new pain in the leg. The physician attributes this to a repeated attempt at lead insertion during the implant procedure. The patient was monitored however the new leg pain worsened and the stimulation changed. There was evidence of lead migration. The physician chose to explant the system so that the patient may have a magnetic resonance imaging performed. During the explant procedure the physician noted clear fluid in the lead insertion site. The physician suspects either a cerebrospinal fluid leak, seroma or syrinx. A sample of the fluid want sent to pathology however the results are not available.

Manufacturer narrative:
It is indicated that the leads and lead extension will not be returned for evaluation; therefore the complaint investigation site could not perform a device analysis. However, a review of the complaint report and device history record for the leads and lead extension did not find any anomalies or deviations that potentially relate to the reported event, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that shortly after lead insertion during an implant procedure the patient experienced numbness in the leg. The patient also reported that approximately one month later that the numbness had increased and was also experiencing some new pain in the leg. The physician attributes this to a repeated attempt at lead insertion during the implant procedure. The patient was monitored however the new leg pain worsened and the stimulation changed. There was evidence of lead migration. The physician chose to explant the system so that the patient may have a magnetic resonance imaging performed. During the explant procedure the physician noted clear fluid in the lead insertion site. The physician suspects either a cerebrospinal fluid leak, seroma or syrinx. A sample of the fluid want sent to pathology however the results are not available.

Manufacturer narrative:
Additional suspect devices: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 21576574. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 21779176. Product family: scs-extension, upn: (B)(4), model: sc-3138-55, serial: (B)(4), batch: 20829552.

Event description:
A report was received that shortly after lead insertion during an implant procedure the patient experienced numbness in the leg. The patient also reported that approximately one month later that the numbness had increased and was also experiencing some new pain in the leg. The physician attributes this to a repeated attempt at lead insertion during the implant procedure. The patient was monitored however the new leg pain worsened and the stimulation changed. There was evidence of lead migration. The physician chose to explant the system so that the patient may have a magnetic resonance imaging performed. During the explant procedure the physician noted clear fluid in the lead insertion site. The physician suspects either a cerebrospinal fluid leak, seroma or syrinx. A sample of the fluid want sent to pathology however the results are not available.